Event description:
It was reported that patient experienced an infusion set adhesive failure on (B)(6) 2026, where the infusion set tape was not sticking because of sweat due to hot weather.

Manufacturer narrative:
E1: event city: (B)(6).event country: spain.name: medtronic minimed,country: united states of america,address ¿ line 1: 18000 devonshire street,city: northridge,state: california,zip code: 91325.based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.